Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Products: 7230cx implantable cardioverter defibrillator (ICD) implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported the lead had dislodged. It was further reported the patient had a recent growth spurt. The lead was removed and replaced. No patient complications have been reported as a result of this event.